Event description:
The catheter was inserted using a spring wire guide. Following the procedure, a chest x-ray revealed a foreign object. Subsequently, a piece of guide wire was removed from the left lung. There were no additional pt complications.